Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked "product problem (e.g., defects/malfunctions)"), b5 (updated the summary) and h6 (medical device problem code 2993 has been replaced with 1631) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer alleged unexpected suspension of insulin delivery which leads to hypoglycemia.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and no longer confident using the pump. The customer reported a blood glucose value of 12 mg/dl. The customer reported hypoglycemia was treated with the glucose/carb intake and hospitalization. Also, the customer reported the symptoms of malaise, infection, and loss of consciousness was treated with hospitalization. The event involved products mmt-1884, mmt-332a, mmt-242a, and mmt-7040a. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884, mmt-332a, mmt-242a, and mmt-7040a.